Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 24.1-24.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. Reliability laboratory technician (B)(6).